Manufacturer narrative:
The customer¿s report of an 800.8000.0 (general os failure) was confirmed in the error log; however, testing failed to replicate the software/hardware failure. The logic board will be replaced by service prior to returning the device to the customer. The pcu was being used for treatment. The root cause of the customers complaint of an 800.8000.0 (general os failure) was not identified. This file was escalated for resolution in accordance with 1501-109-000 swi product monitoring. The complaint was confirmed however no root cause was identified by software engineering or electrical engineering. A review of the device history record showed the device had a manufacture date of 28feb2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pump module s/n (B)(6) was performed which confirmed that this device has been previously returned to service for an 800.8000.0 (general os failure) on 18feb2019. A review of the complaint history record in trackwise and sap was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer

Event description:
It was reported that a unit stopped during a blood transfusion. The pcu reportedly displayed an error code of 800.8000, which is a code for a software error. The unit was swapped with no patient harm. Although requested, no further information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no further information was provided.

Event description:
It was reported that a unit stopped during a blood transfusion. The pcu reportedly displayed an error code of 800.8000, which is a code for a software error. The unit was swapped with no patient harm. Although requested, no further information was provided.